Event description:
Customer alleges the dealer ordered the incorrect rollator for her size and causing her back soreness. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65650, serial number/date code and age of product are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that her dealer ordered her a 65650 rollator that has a minimum patient height specification of (B)(4), as stated on page 1 of the owners manual. The consumer is (B)(6). The consumer believes that she should have a junior walker, but her dealer refuses to switch it out for her. The consumer stated that she has fallen twice, once on the sidewalk causing soreness in her back. No serious injury or medical intervention is alleged. There is allegedly no malfunction of the product, just that it is too big for her.